Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports: patient experienced hypoglycemic event with blood glucose level of 34 mg/dl. Patient experienced symptoms of jerking (seizures). Family was told seizures were caused by the hypoglycemia. Per ae assessor, likely contributing cause of the hypoglycemia is one vgo 40 contains too much insulin for pts.

Event description:
Mother caretaker of type 2 diabetic pt. Using vgo 40 for two months reported to valeritas customer care "low blood sugar of 34mg/dl about a week ago hospitalization" and uti diagnosed in the hospital unrelated to vgo. Ae assessor spoke with pts. Mother for further investigation of case. Pre-vgo bg 200-300mg/dl, no low bg, a1c unknown by pts. Mother, taking diabetes pills and lantus dose pts. Mother cannot recall. Using vgo 40 bg initially in the 100s mg/dl, most recently 79-82 mg/dl, was prescribed 2 clicks with meals with 1 click = 2 units, health care provider reduced the bolus clicks at sept. 2017 appt. From 2 clicks to bg 200-300 1 click, >300mg/dl 2 clicks. The pts. Mother has not been giving any clicks. Pt. Had a bg of 34 mg/dl approximately (B)(6) 2017 with symptoms of jerking wearing vgo and the family took pt. To the hospital; at the hospital pts. Mother was told the seizures were caused by the hypoglycemia. The vgo was removed the next day at the hospital and the pts. Diabetes was controlled by injections without any further low bg. When pt. Was discharged after three days the pts. Mother restarted the vgo 40. Likely contributing cause of the hypoglycemia is one vgo 40 contains too much insulin for pts. Current lifestyle.

Manufacturer narrative:
Date of report: date corrected. UDI provided - v-go lot # provided was used to produce multiple finished goods lots. The most current finished goods UDI# was provided and the other UDI's are listed here: (B)(4). Initial reporter corrected. Health professional - not checked. Non healthcare professional - mother of patient. Date rec'd by MFR: date provided. Type of report: follow up #1. If follow up, what type?: correction checked.